Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information received indicates that the lead got dislodged which was found during follow up. The lead is available for evaluation.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance anomaly. A new lead with the same model was implanted. No additional adverse patient effects were reported.